Manufacturer narrative:
Batch review performed on 09 october 2018; lot 178680: (B)(4) items manufactured and released on 24 jan 2018. Expiration date: 2023-01-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional components explanted: gmk-primary 02.07.2203l femur ps cemented # 3 l (k090988) lot. 135492: (B)(4) items manufactured and released on 16 dec 2013. Expiration date: 30-11-2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary 02.07.1203l tibial tray fixed cemented # 3 l (k090988) lot. 180254: (B)(4) items manufactured and released on 15 may 2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After surgery, the surgeon determined that the leg was hyperextended. Revision surgery was performed 2 days after the primary. The surgeon removed all hardware and implanted new medacta hardware, he opted to a cck because the mcl and lcl were deficient. Revision surgery successfully performed.